Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device failed to cut (no electric current). The staff rechecked the connections, the physician stepped on the foot pedal and there was still no power. The procedure was completed the same generator, the same active cord, and another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cut wire was intact but was discolored from use. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. The reported problem of the cut wire could not cut was not confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device failed to cut (no electric current). The staff rechecked the connections, the physician stepped on the foot pedal and there was still no power. The procedure was completed the same generator, the same active cord, and another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.